Event description:
Coils placed for pelvic congestion syndrome on (B)(6) 2006. Coils removed for chronic pain. Gi distress (B)(6) 2017, chronic pain and gi distress lead to exploratory surgery, and coils were found to have eroded through the vessel wall and attached to surrounding tissues. Chronic pain and gi problems, multiple interventions with undetectable problems.